Event description:
Additional information was received stating that surgical intervention took place where the leads were explanted and replaced to address the issue. The ipg was electively replaced per physician/facticity policy. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06319. It was reported that the patient's system diagnostics recorded high impedances on the leads. The patient is not experiencing effective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.